Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed non-sustained right ventricular oversensing (nsrvo) episodes due to intermittent ventricular capture noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Additionally, potential micro-dislodgement of the rv lead was suspected. Programming changes were performed to address the issue. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.